Manufacturer narrative:
Additional MDR associated with this event: 3025141-2014-00022: (B)(4).

Event description:
Two screws were implanted during olecranon surgery. Bone resorption was found and the screws were explanted.